Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor gel breast implants and experienced bilateral rupture. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 375cc, catalog number 3503754bc, serial number (B)(4), lot number 7356966 (r) and serial number (B)(4), lot number 7345406 (l) on (B)(6) 2019. This report is for the left side.